Event description:
This complaint concerns a male end user who has used a speedicath standard ch12 tiemann catheter. The end user had been using ch12 tiemann catheters for a few weeks without complications, however one day, due to not being clear on which direction to insert the catheter, had experienced a lot of bleeding. The end user mentions that it took approximately a day for the bleeding to stop. The end user had undergone a cystoscopy to investigate if any further underlying complications might have been associated with the issue. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.